Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the unit was getting too hot". There was no reported patient harm.

Manufacturer narrative:
H3, h6: device was returned for evaluation. Replaced laser cable and ip board. The device was calibrated ad passed full functional tests and burn-in successfully.